Manufacturer narrative:
Device is not available for eval. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
Kls martin level one midface #7 screw head broke from threaded shaft of screw during implantation. The threaded shaft was not recoverable and remains implanted in the pt's zygoma. This occurred during surgery for an orif facial fracture.